Event description:
It was reported that stent damage occurred. A 38 x 2.50 promus premier select drug-eluting stent was selected for use. However, after unpacking, it was noticed that the proximal stent was damaged. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus premier select ous mr 38 x 2.50mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage on proximal region with strut lifted and pulled distally. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that stent damage occurred. A 38 x 2.50 promus premier select drug-eluting stent was selected for use. However, after unpacking, it was noticed that the proximal stent was damaged. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.